Manufacturer narrative:
The reported event of "the left atrium disk of the aso deformed into a cobra head shape" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 22mm amplatzer septal occluder was selected for implant. During deployment the left atrium disc has a cobra head deformation. The procedure was taking time longer than anticipated and therefore no device that was implanted and the procedure was aborted. The procedure is planned to be performed at a later date and currently has not been scheduled. The patient was reported to be in stable condition.